Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance pausing insulin before a shower while using an inset infusion set. During the call, the user also reported high blood glucose (bg), with a high finger stick reading of 345 mg/dl. The agent instructed the user to resume insulin delivery after showering to allow the ilet to correct levels. Blood glucose (bg) was corrected by insulin delivery via the ilet. The user's reported symptoms during the event included tiredness, thirst, and ¿feeling drunk.¿ follow-up on (B)(6) 2025 confirmed blood glucose (bg) had returned to range, and the user received a goodwill (gw) supply order. No outside assistance or medical intervention was required at the time of call.